Manufacturer narrative:
(B) (4). Results: myocardial infarction.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Three endeavor rapid exchange (rx) drug-eluting stents were implanted one in the distal rca, one in the proximal rca and one in the mid lad (ref MFR # 2953200-2010-01028, 2953200-2010-01029). It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi in the territory of the implanted stent. No further details are available. At one month, six month, one year, 1.5 year and 2 year follow-ups, pt was asymptomatic / free of symptoms.